Manufacturer narrative:
Exact date unknown, event occurred a couple of years ago.

Event description:
It was reported that the patients ipg was not functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it kept by the medical facility.